Event description:
Infected left total hip arthroplasty. Original total left hip replacement surgery on (B) (6)2009. Débridement and polyethylene exchange on (B) (6) 2009. Inner surface of polyethylene appeared scratched, returned to mfg for eval.